Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. It was not possible to fix the ventilator on site. Therefore, it was sent back to the manufacturer for reparation. The returned ventilator has been tested by the returned department. It was possible to reproduce the reported issue. The o2 gas module was replaced to resolve the issue. The provided logs show that the flow transducer test failed due to that the o2 gas module delivered a little bit extra flow than the accepted tolerance during the pre-use check. No root cause can be established by this investigation. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.

Event description:
Manufacturer's ref. #: (B)(4).